Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss alarm issue with the freestyle libre 2 sensor. The customer became hot, sweaty, and lost consciousness, subsequently requiring treatment of glucagon injection and bottle of syrup provided by third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a signal loss alarm issue with the freestyle libre 2 sensor. The customer became hot, sweaty, and lost consciousness, subsequently requiring treatment of glucagon injection and a bottle of syrup provided by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on the sensor patch extracted data from the returned sensor using approved software and the sensor was found to be in sensor state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly during visual inspection. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Since the sensor and reader communicated successfully and a signal loss message was observed after simulating a signal loss, the combination of returned sensor and retained reader was found to be functioning properly. Therefore, this complaint is not confirmed.all pertinent information available to abbott diabetes care has been submitted.